Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that in contrast to the normal behavior of the priming in this line, the priming liquid returned back when the arterial pump was stopped. The device issue occurred during pre-operation phase in terms of the priming of the custom pack  (oxygenerator fusion). The pump occlusion was checked and set correctly. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no issue observed with the custom pack.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the one-way valve in the air purge line to be inverted, pointing inward. Unit appears to have been primed. The device was primed and there were air bubbles being trapped at the top of the device and allow flow back into the device. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.